Event description:
It was reported that the patient stated experiencing mechanical issues with a twelve year old inflatable penile prosthesis (ipp) and wanted to find a physician for a future revision. Patient liaison contacted the patient and provided instructions to locate a physician.